Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "blood clot to lungs (pe), perforation, tilt, difficult to retrieve, pain". Cook will reopen its investigation if further information is received. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported pain in throat and neck, and abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 05/10/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2015 via the femoral vein due to pe and hysterectomy surgery. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2015. The filter was allegedly successfully retrieved on (B)(6) 2015. The plaintiff alleges vena cava penetration, tilt, embedded, device is difficult to retrieve, blood clot traveled to lungs, pain in throat and neck, and abdominal pain.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-00194. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report #1820334-2016-00683, follow up #1. This was in reference to william cook europe MFR report # 1820334-2016-00683. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- the product was not returned to assist with the investigation. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2015 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook (B)(4) under reference # 3002808486-2016-00194. Additional information provided on 07/06/2016 determined this device was manufactured by (B)(4). (B)(4). Evaluation- the product was not returned to assist with the investigation. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2015 at (B)(6) hospital in (B)(6). The complaint alleges that the filter was placed by dr. (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.